Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications: what is physician¿s opinion as to the etiology of or contributing factors to this event date - time of onset of voiding difficulty from the surgical procedure? Date - time of onset of urinary tract infection(s) from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre- or intra-operation? What treatment was provided for the recurrent urinary tract infections? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgery in 2012 and the mesh was implanted. It was also reported that the patient experienced voiding difficulty and pain with recurrent utis. The mesh was divided on (B)(6) 2017. Additional information has been requested.